Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic gastric revision bypass to duodenal switch, original gastro anastomosis leaked. The surgeon had to re-operate, cleaned out previous anastomosis and put in a drain. There was tissue damage reported and surgical time was extended more than 30 minutes that lead to 4 days extended hospitalization.